Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 100% occluded de novo lesion was located in a severely calcified and tortuous left anterior descending artery. The lesion was predilated with a 2.0x12mm maverick2 balloon. A 2.5x18 non bsc stent was advanced to the lesion, but could not cross. Upon withdrawal of the device, a dissection was noted. The physician attributed the dissection to a weak vessel and attempted to treat the dissection by inflating a 2.75x8mm quantum maverick balloon for an undetermined "long" length of time. The procedure was completed by overlapping two 2.5x12mm non bsc stents in the lesion. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.